Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the complaint site and the following observations were made: before the valve in valve (baseline angiography), incident valve was in appropriate position per medical record. The reported events for central regurgitation and leaflet motion restricted in patient were confirmed through provided medical records. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra valve (s3u) was implanted in pulmonic position for this case. Therefore, it was off label operation. As reported, 'ice imaging from the rv at baseline before intervention revealed severe pulmonary insufficiency due to a fixed, immobile leaflet'. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non functioning leaflet. The potential contributing factors include: leaflet thickening/degeneration, calcification, thrombosis, vegetation, pannus, under expanded valve and etc.. These can result in decreasing mobility of leaflets, leading to leaflet motion restricted. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, leaflets motion restricted were reported, and it could lead to suboptimal coaptation leaflets, resulting in the central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was initially reported by compassion s3 cs2 clinical study in regards to a patient pending enrollment, approximately 1 year, 5 months, 14 days post commercial transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, the valve presents severe pulmonary regurgitation observed on echo. Per report, the valve needs to be replaced. Per follow up information received, the reported regurgitation was severe central pulmonary regurgitation due to a frozen leaflet. Approximately 7 days post echo, the patient was enrolled and underwent a valve in valve procedure.

Manufacturer narrative:
Additional information added to b5. Investigation is still ongoing.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to aortic and mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is still ongoing.

Event description:
As reported by compassion s3 cs2 clinical study in regards to a patient pending enrollment, approximately 1 year, 5 months, 14 days post commercial transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, the valve presents severe pulmonary regurgitation observed on echo. Per report, the valve needs to be replaced.